Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and after 4 hours in use the central lumen occluded. The pump alarmed for no arterial pressure available. Therefore an alternate arterial line was inserted for monitoring. There was no report of patient consequence or injury.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab central lumen occluded is confirmed. The aspiration/flushing test was successful; however, bends were noted to the central lumen and are the potential cause of the reported complaint. The root cause of the bent central lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and after 4 hours in use the central lumen occluded. The pump alarmed for no arterial pressure available. Therefore an alternate arterial line was inserted for monitoring. There was no report of patient consequence or injury.